Manufacturer narrative:
The explanted devices were not returned to bsn for evaluation as they were discarded by the medical facility.

Event description:
A report was received that the patient's precision system was explanted due to skin erosion at the ipg site. The patient is reportedly doing well following the procedure.